Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a pentaray nav eco high-density mapping catheter and device deflection got stuck unable to straighten up. Catheter was removed without patient consequence. This event is being reported because the curve is stuck in deflected position with full tension on curved tip. This could potentially cause vessel damage or cardiac structure damage during forceful withdrawal.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot # 17177253l, was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a pentaray nav eco high-density mapping catheter and device deflection got stuck unable to straighten up. Catheter was removed without patient consequence. This event is being reported because the curve is stuck in deflected position with full tension on curved tip. This could potentially cause vessel damage or cardiac structure damage during forceful withdrawal. The bwi failure analysis lab received the device for evaluation. The catheter was received in neutral position. Shaft has been bent in 6 places. Then per the event, a deflection test was performed and the catheter passed. Due to bending, sem analysis was performed and results showed that the external surface of the body exhibit no evidence of damage near to the kinks. This body kinked failure exhibited no other surface anomalies that could have caused the failure reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.